Event description:
I was given a smith & nephew legion ps knee with verilast insert. The knee became unstable immediately after surgery. It's been nine months and I can't walk at times. The surgeons and smith & nephew will not help me. Only offer amputation with no reason why the surgery failed. I led a very active lifestyle prior to surgery and now barely leave my home.